Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the intellanav mifi open-irrigated catheter using high flow (60mls) the catheter was not flushing appropriately. The catheter was exchanged, no patient complication were reported.